Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Treatment, outcome and action taken with dianeal therapies were not provided. An opinion of causality was not provided. The consumer declined to have the nurse contacted for further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers gd879163, there were no issues detected during manufacturing of the batches. The problem was not confirmed and the root cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.